Event description:
A customer contacted beckman coulter inc. (Bci) in regards to four erroneous low carbon dioxide (co2) results, which were detected through delta check, generated on the unicel dxc 600 pro synchron chemistry analyzer. The results were not reported out of the laboratory; hence no patient treatment was impacted by the event. The samples were repeated post recalibration and qc ran on the instrument higher results within normal range were obtained and reported.

Manufacturer narrative:
Controls were run before the event and the results were within the established ranges. Calibration was repeated thrice the night prior to the event to being qc into range. Post delta check, the customer recalibrated and ran qc and repeated the patient samples. A bci field service engineer (fse) cleaned the flow cell and found sample syringe grinding. Fse replaced the bearing, modular chemistry and chemistry cartridge syringe drives.